Event description:
Report received of the pump display did not increment the amount delivered. The pump was returned to the biomedical dept with an unsigned note that reportedly stated the pump was not displaying, what was delivered. During testing by the user facility, the pump was programmed to deliver an unspecified volume. The device delivered as programmed; however, the "pump showed it had not delivered anything,"